Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the pulse generator exhibited a loss of capture and sensing and high impedance measurements. The physician elected to no longer use the device and replace it. The patient was in good condition throughout and post surgery. The patient would continue to be monitored.